Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error and check IV set could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that the pump channel malfunctioned when the nurse attempted to insert the tubing.  The set was not connected to the patient.  The channel was continuously alarming "channel error" and "check IV set" while the channel door was closed.  When the channel door was open, no alarms were sounding.  Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.